Event description:
During follow-up after revision, decreased impedance, loss of sensing and loss of capture was noted on the atrial lead. Diagnostic imaging was performed to confirm atrial lead dislodgement. The atrial lead was explanted and a new lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture, no sensing and low impedance on the atrial lead was noted. Diagnostic imaging was performed and atrial lead dislodgement was confirmed. The atrial lead was revised and the patient was in stable condition.